Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia was treated with glucose/carbohydrate intake and visited emergency medical services dispatch for the further treatment. The significant hospitalization event leading to admission was customer feeling very sick was treated at emergency medical services. The customer reported a blood glucose value of 25 mg/dl. The customer stated that the transmitter issue led up to the event. Customer also called to get a spare charger for transmitter. The event involved product(s) mmt-332a, mmt-7040a, mmt-396a, mmt-1884, mmt-7715. Troubleshooting was performed for the low blood glucose and the customer used the insulin pump system within 48 hours of the reported low blood glucose event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-396a. No product return is required for mmt-1884. No product return is required for mmt-7715.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: low was treated with glucose/carbohydrate intake and the paramedics were called. Customer did not go to the hospital. Customer said that without her sensor on during the night she can drop low without warning. Per case (B)(4) customer called in on march 6, 2025 to report short transmitter battery life - saying the battery did not last at least 7 days. She wanted the transmitter replaced since she needed to charge the transmitter for 8 hours for it to last 7 days and that it would only last 2-3 days if she only charges the transmitter for 2 hours. She said she already tried replacing the battery of the charger but was still getting the same problem. However, per carelink, sensor and smartguard were used the whole day. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.